Manufacturer narrative:
Investigation is finalized, with the conclusion that the device did not malfunction.

Event description:
On 2024 sep 2nd, radiometer china received the below complaint from the (chinese) national medical device adverse event monitoring information system, ae no: 1253707092024000739. According to the complaint on (B)(6) 2024, at 2 pm, a routine bedside blood gas test was performed. It was found that electrolytes such as potassium, sodium, and chloride were showing yellow. The abl90 flex analyzer (item number: 393-090; sn: (B)(6) couldn't detect the sample. After calibration and flushing, there was no improvement. The analyzer returned to normal by replacing sensor cassette sc90 (item number: 946-010; sn: (B)(6); lot number: r1732). There were still fourteen unused tests on the failing sensor cassette sc90, causing waste. And it was necessary to re-draw blood from the patient, which led to strong dissatisfaction from the patient.